Manufacturer narrative:
The information contained in this medwatch was reported to medtronic bundled with eleven other reported adverse events from a single location. There was no definitive evidence provided at the time to correlate patients with all of the reported adverse events. With a lack of further information, we filed an MDR for this case to meet the 30-day deadline, out of an abundance of caution. Additional information received from the physician confirmed that this reported adverse event occurred in a patient that was reported under a different 3500a form. This MDR should not have been filed. Please refer to mdrs 1030489-2010-01564, 1030489-2010-01562, 1030489-2010-01560, 1030489-2010-01550, 1030489-2010-01549, 1030489-201 0-01553, and 1030489-2010-01563 for the information provided by this reporter.

Event description:
It is reported that a retrospective study of 49 patients' medical charts, computed tomography (CT) scans, and patient self-assessment disability scores was performed to evaluate minimally invasive transforaminal lumbar interbody fusion (mis tlif) augmented with rh bmp-2. At least 12 months prior to study initiation, all patients had received rhbmp-2 (2.8 ml or 5.6 ml for a single level, 8.0 ml for two levels) as part of their mis tlif procedure. Surgical distraction and endplate preparation had been carried out, after which, morcellized local autograft rolled in an rhbmp-2 soaked acs was placed in the interbody space. This was followed by placing an appropriately sized polyetheretherketone cage filled with autograft and rhbmp-2/acs, with the device and its contents being inserted obliquely into the intervertebral space. Once the interbody discectomy and arthrodesis were completed, pedicle screws and rods were placed at the involved levels. Ap and lateral images were obtained to confirm the position of the graft and hardware. Radiculopathy, noted to be a moderate post-operative complication, was observed in this patient, immediately post l5-s1 placement. In addition, clinically insignificant heterotopic ossification was observed on the tlif/annulotomy side. Other than the co-morbidity of smoking, no other details were mentioned.

Manufacturer narrative:
(B)(4) literature citation: mobasser, et al. Minimally invasive transforaminal lumbar interbody fusion augmented with recombinant human bone morphogenetic protein-2. Cage, pedicle screws and rods. No implant or therapy dates were provided. Product remains implanted. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.